Event description:
Information received from our (B)(6) affiliate. Information reported by the patient (pt) who informed our firm that she experienced a corneal ulcer while wearing acuvue advance contact lenses (cl). The patient wore the lenses on a daily wear and monthly replacement schedule. The patient used opti free solution to clean/disinfect lenses. The date the patient started wearing acuvue advance cl is unknown. Our affiliate reported the following: the patient vacationed on the beach in february. The patient had worn a couple of lenses from her supply without any issues. After wearing the lens in question for one week her od "started being very red and bled." The patient discarded the lens, wore a new one for two days and again "the eye was very red and bled." The patient went to the doctor (B)(6) 2013 and was diagnosed with a corneal ulcer covering "1/3 superior area" of the eye. The nature of the ulcer is unknown. The patient was treated with vigamox eye drops, "q3hours" and instructed to discontinue cl wear until she returned to the clinic on (B)(6) 2013. No additional clinical information has been received. The precise nature of the reported injury in unknown; this is being reported as worst case. Multiple attempts to collect the remaining lenses have been unsuccessful.

Manufacturer narrative:
A device history review was performed. Lot # b00brz1 was processed under normal manufacturing conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events and trends reviewed quarterly in franchise management review meetings. Device labeling reuse. Conclusions - no conclusion can be drawn. Method - device not returned. No evaluation will be performed.